Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulty could not be conclusively determined.

Manufacturer narrative:
One 7f peel-away introducer dilator was returned for evaluation. The results of the investigation revealed the guidewire could not be fully inserted through the returned dilator. Further investigation revealed the dilator tube was occluded by excess dilator tubing material. The manufacturer will continue to monitor its complaint database for purposes of tracking and monitoring similar events for significant trend occurrence.

Event description:
During a pacemaker implantation procedure, it was noted that the guide wire did not progress inside the introducer lumen. The introducer was exchanged and a new puncture in the subclavian vein was necessary. The procedure was then successfully completed with no adverse patient consequences.